Event description:
The passeo-14 balloon catheter was selected for treatment of a moderately calcified lesion (70 percent stenosis degree). The device was delivered to the lesion but the balloon could not be inflated. The device was removed and another device was used to finish the intervention.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The instrument was returned with the balloon protector covering the balloon. The balloon is well folded and shows no signs of inflation. Functional testing was performed by inflating the balloon up to np. The balloon opened but water was observed leaking from the luer port of the guidewire lumen. Microscopic inspection revealed a small cut with a length of about 1 mm in the inner shaft inside the hub. The cut appears as if it was induced by a sharp-edged object. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined.